Event description:
It was reported that the patient lost consciousness and fell. The hcp believed that the blackout was due to low blood pressure and dehydration caused by a high dosage of medication. The patient cut his head during the fall, and it was reported that the cut just didn't go away, and one day when the patient took his hat off it "collapsed" and the lead was exposed. The hcp decided to remove the implant and during the procedure it was noted that everything was filled with puss. The patient was on antibiotic for 6 weeks. The patient was scheduled to receive a new implant on august 1st. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3387s-40, lot# v241399, implanted: 2009 (B)(6), explanted: 2012 (B)(6); extension model 7482a51, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6); programmer model 7438, serial# (B)(4).